Event description:
During an in clinic follow-up, noise resulting in oversensing, loss of capture and increased pacing impedance were noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.